Event description:
Upon use of da vinci xi large clip applier, string controlling mechanism at tip of instrument snapped. Instrument immediately removed and labeled to be repaired. Issue reported to management.